Event description:
FDA reported by mail an issue associated with an ez ox oxygen container distributed by air liquide healthcare america corp. FDA report number (B)(4). Follow up by air liquide with the initial reporter indicated two patient involved. Patient identification information was not provided by the hc facility such as age, sex, weight. The device itself is used to contain and deliver oxygen usp to patient. In both cases the reporter indicated that on the oxygen outlet of the device a black dust cap was not removed and hospital personnel placed the oxygen tubing over the black cap resulting in insufficient flow of oxygen to each patient. Patient two required intubation. Intubation increased los and patient recovered.

Event description:
FDA reported by mail an issue associated with an ez ox oxygen container distributed by air liquide healthcare america corp. FDA report number (B)(4). Follow up by air liquide with the initial reporter indicated two patient involved. Patient identification information was not provided by the hc facility such as age, sex, weight. The device itself is used to contain and deliver oxygen usp to patient. In both cases the reporter indicated that on the oxygen outlet of the device a black dust cap was not removed and hospital personnel placed the oxygen tubing over the black cap resulting in insufficient flow of oxygen to each patient. Patient one experienced a decline in spo2. Recovered after the proper oxygen flow was applied.